Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product issue. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report that the clip detached from one leaflet, requiring another clip to stabilize it. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One ntr clip was implanted. During advancement of the second clip delivery system (cds), it was noted the first clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment (slds)). Two clips were implanted to stabilize the slda clip, reducing mr to 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.